Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at adapter tubing junction. On 2024.7.17, the nurse correctly punctured the indwelling needle, connected the fluid and noticed leakage and blood coming from the heparin cap, immediately removed the indwelling needle and gave a second puncture. Patient information could not be traced.

Event description:
No additional information received.

Manufacturer narrative:
No defective samples and photos have been received, and the abnormal states of the prn cannot be identified. DHR/bhr review lot#3339889. This batch of products were assembled at intima ii auto line 2 in december 2023, and packaged at cfs package line in december 2023. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. Review the production records with no nonconformance, deviation or rework activities. The prn batch used in this batch of products is 3331288, review the raw material inspection records, no abnormalities. The retained sample of this batch is taken for 45psi leakage test and prn torque test, no leakage is found at the prn, and the prn torque is within the product specifications, attachment pr#(B)(4) for the test reports. The prn is examined microscopically, and no abnormality is found, attachment pr#(B)(4) for photos. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the abnormal states of the prn cannot be identified, the root cause of the leakage there cannot be determined.